Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the pulse generator exhibited backup vvi. On (B)(6) 2014, after a firmware download, the device resumed normal function.